Event description:
It was reported that they had to try 3 different external boxes before they found one that worked at the office.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead, product ID neu_unknown_lead, lot# unknown, product type lead (B)(4).

Event description:
It was reported that the trial patient had no stimulation sensation. The patient started the trial yesterday and as of today they were not feeling stimulation. The patient was not feeling any difference with their urgency symptoms. The patient was feeling stimulation every once in a while. The patient had tried turning stimulation off and then back on again but that didn¿t do anything. It was confirmed that the green light was blinking. When the patient started the trial they couldn¿t get the left side to work so they put it on the right. The patient¿s friend or family member tried turning stimulation off and back on again and the patient was feeling stimulation again at 6 to 7v. They tried to call the manufacturer representative today but didn¿t reach them and didn¿t leave a voicemail. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that they first tried a different brown box with the same outcome of the patient only feeling stimulation briefly and then not at all. The patient's health care provider (hcp) thought the reason was due to lead migration. The patient noticed some improvements so their hcp elected to do an advanced evaluation (ae) with the patient on (B)(6) 2014 and the patient was currently still testing. During the basic evaluation (be) it was not a brown box issue as the lead migrated. The therapy was successful during the ae and the patient would be getting implanted with the generator on (B)(6) 2014.